Manufacturer narrative:
Date of event is approximated to (B)(6) 2016, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implanting surgeon is dr (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during suburethral sling and cystoscopy procedures performed on (B)(6) 2016 for the treatment of female stress urinary incontinence. There were no complications during the implant procedure. The patient tolerated the implant procedure well and was transferred to the recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unspecified injury.